Manufacturer narrative:
. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# unknown lot# unknown it was reported that the bd syringe 1 ml plunger rod was broken/damaged. The following information was provided by the initial reporter: the plunger in the syringe came free, causing the drawn up medication to spill onto the floor and counter. Verbatim: rcc received a complaint via email. Email(s) attached the plunger in the syringe came free, causing the drawn up medication to spill onto the floor and counter lot number -2082199 item number -3027085 product description - syringe 1ml ll.

Event description:
Material #: 309628. Lot #: 3027085. It was reported by customer that the plunger in the syringe came free, causing the drawn-up medication to spill onto the floor and counter. Verbatim: rcc received a complaint via email. The plunger in the syringe came free, causing the drawn up medication to spill onto the floor and counter. Lot number: 2082199. Item number: 3027085. Product description: syringe 1ml ll.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.